Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined.the manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system ace 64 reperfusion catheter (ace 64). During the procedure, the physician made a total of ten passes using the ace64 and multiple other devices. During one of the passes, a part of the organized occlusive firm clot on the atherosclerotic plaque at the cavernous internal carotid artery (ica) was aspirated into the ace64. Thereafter, the physician noticed that there were multiple segments within the ace64 that became blocked with clot or plaque. The physician believes that the ace64 may have been kinked at one of the segments and caused the ace64 to unravel and become fractured as it was being removed from the neuron max 6f 088 long sheath (neuron max). The fractured ace64 was safely removed from the patient and the procedure was completed using a new ace 64. There was no report of an adverse effect to the patient.